Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment. A rf3000 radiofrequency generator was used. The procedure was going smoothly; however, 15 minutes into the procedure, they heard a loud noise and the system stopped working. They disconnected the system from the electrical power, waited a few moments and reconnected. After reconnecting the system displayed a h07 error code. The voltage was turned to 220v and was confirmed with the hospital clinical engineering to be correct for that room. The procedure was not completed as they were unable to achieve roll off. The patient remained clinically stable throughout the procedure.